Event description:
The wire came apart from the wire coating. The coating piece separated from the wire. It split while in patient, and the physician removed it in one piece. There was no patient injury.

Manufacturer narrative:
Event evaluation: still under investigation.